Event description:
End user was riding the stairlift upward, when they heard a pop. They safely rode to the nearest stop at the bottom and it was found that the rail had a small break. They rode over the weld break and safely exited the stairlift without any injury.